Event description:
It was reported the patient experienced fluid drainage at the ipg site due to possible infection. Surgery may occur later.

Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
It was reported the infection was located at the lead incision site and not the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.